Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that transmitter was not communicating with sensor and customer continued to receive lost sensor. It was found that the wrong transmitter ID was programmed. Customer reported that blood glucose was 500 mg/dl. Customer received assistance in programming transmitter.